Event description:
It was reported that a revision surgery was required due to tibial loosening.

Manufacturer narrative:
As-received, the tibial insert and base were engaged, but the insert was not fully seated/locked. Burnishing was observed on the distal surface and stem of the tibial base, indicating the implant was loose. Damage was also observed on the posterior surfaces of the tibial base. Damage/deformation was observed on the articulating surface of the tibial insert; with the exception of damage at the most medial aspect of the insert, which may have been caused by contact with an instrument during explantation, observed damage was likely caused by third-body debris (e.g. Bone cement). Burnishing/deformation was observed on the posterior surface of the post of the tibial insert; this is likely from contact with the cam of the femoral component. Damage/deformation was also observed on the anterior surface of the post near the base of the post. Bone cement and attached bone were observed on the backside of the femoral component indicating that the femoral component was likely well-fixed. Damage was observed on the posterior and distal surfaces of the medial condyle and on the posterior surface of the lateral condyle. Sem/edax revealed ti and al in these regions indicating that the femoral component likely contacted the tibial base. Damage was also observed around the periphery of the femoral component; this damage was likely introduced by contact with an instrument during revision surgery. Features observed on the tibial base are consistent with the reported complaint of loosening. Reported discoloration of the surrounding tissue may have been caused by ti debris, as burnishing was observed on the distal surface of the tibial tray. Features (damage/deformation) observed on the articular surface of the insert are often observed for revisions related to loosening and were likely caused by third-body debris.